Event description:
It was reported that during the processing of a cord blood unit in preparation for fractionation, freezing and storage, a leak was detected in the device's transfer bag component. Prior to the discovery of leakage, the cord blood processing kit device containing the cord blood unit had been centrifuged 500 rpm for 5 minutes. Following centrifugation, the 200 ml transfer bag component of the kit was placed into another manufacturer's auto-volume extractor. Upon application of pressure, plasma began leaking from around the top seam of the 200 ml transfer bag next to the outer port. The technician performing the plasma expression then noticed a small opening in the top seam of the transfer bag.

Manufacturer narrative:
Device evaluation started, but not yet completed.